Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod for less than an hour their blood glucose level had rose to 350 mg/dl. The patient reported being unsure if the cannula was properly seated in the infusion site. In addition it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred.